Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope might have rotated during guided tool change. The endoscope was installed in the up/down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user on the user interface. There was no damage observed on the endoscope's adapter. The endoscope likely rotated unintentionally.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure that the 30-degree endoscope plus image was flipped. The customer restarted the system and the problem was resolved. There were no related errors in the system logs. The intuitive tech support engineer (tse) explained that the problem was caused by the guided tool change. The caller accepted and the call was ended. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not required to be dispatched to the customer site to further investigate the reported event. The issue was resolved by restarting the system.